Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment with essure, various physical and psychological symptoms developed. In the meantime, she has had follow-up treatments and it was removed. As a result of the symptoms, she was hindered in her normal daily functioning and continued to suffer injury. She is holding the company responsible for the injury the she was suffering due to essure sterilization method. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment with essure, various physical and psychological symptoms developed. In the meantime, she has had follow-up treatments and it was removed. As a result of the symptoms, she was hindered in her normal daily functioning and continued to suffer injury. She is holding the company responsible for the injury the she was suffering due to essure sterilization method. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.